Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device's handle had jammed and did not fire. Another device was used to complete the procedure. No patient injury has been noted.